Event description:
It was reported that the patient¿s lead and generator were replaced due to lead migration. No other relevant information has been received to date.

Event description:
Through the manufacturer's periodic review of the programming history database, it was found that high impedance was detected prior to explant. No further relevant information has been received to date.